Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported suture coming out of the device with the plunger; was not confirmed. Analysis of the returned proglide device revealed that plunger was returned removed from the device and the suture was partially exposed from the guide tube. The pre-tied knot was tight. In addition, analysis found one anterior cuff tab was broken off and not returned with the device. Cuff tabs measure one one-hundredth (0.01) of an inch square. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Additionally, hematoma is listed in the perclose proglide instructions for use, as a known patient effect associated with use suture mediated closure devices. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Three sterile representative samples with the same part and lot number were returned for evaluation. Visual and functional testing was performed on the returned devices and the devices passed with acceptable results. No manufacturing issues or abnormal observations were detected. A cause for the reported experience could not be determined based on the investigation findings from the tested samples. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a heart cauterization interventional procedure. Reportedly, when the plunger was retracted from the proglide device the whole suture came out of the device with the plunger. The proglide was removed and hemostasis was achieved using a non-abbott device. After the arteriotomy closure a moderate size hematoma was noted. A non-abbott device was used to treat the hematoma. The physician could not determine what caused or contributed to the hematoma. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The patient remained in the hospital overnight for monitoring, per normal hospital procedure. The physician is reported to be trained in the use of the proglide device. No additional information was provided.